Manufacturer narrative:
Investigation completed 05/02/2017. Method: -device history review, -trend analysis, -failure analysis. Device history record reviewed for lot/ 121 job # 095104 a total of(B)(4) were manufactured on 03/25/2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. The device had little to no movement, when pressure was applied; could not duplicate slippage during test. Clamp passed all functional testing. Unit was last repaired on april 09, 2016 and will require pm maintenance performed at this time. Conclusion: the root cause could not be determined. The failure could not be duplicated during testing. When the unit was setup with ample travel, torque was applied and maintained with no issues.

Event description:
Patient slipped out of pin during procedure resulting in scalp laceration. Suturing of laceration was required. Additional information has been requested.